Event description:
It was reported that a right atrial (ra) lead was explanted due to high atrial threshold of 4.0v at 1.0ms. A new lead was successfully implanted. Lead will not be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
This report captures the additional information in section b5 describe event or problem and h6 device codes.

Event description:
It was reported that a right atrial (ra) lead was explanted due to high atrial threshold of 4.0v at 1.0ms. Lead will not be returned for analysis. A new lead was successfully implanted. No additional adverse patient effects were reported. Subsequently, additional information was received indicating the cause of the high atrial threshold was determined to be lead dislodgement.